Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6, -15.00/4.0/077 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as patient related factor, lens too short. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm0 12.6, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Refractive surprise was observed, the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.